Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 06/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/24/2016 with the following findings: visual inspection revealed that the battery compartment and cap were undamaged and the battery cap was able to secure properly to the pump. The pump powered on with functional auditory and vibratory features, indicating there was power to the pump. The complaint of no power could not be duplicated on investigation. Additional testing for the alleged complaint could not be completed, as the display screen remained blank. The pump casing was removed and no defects were found to the power circuit. Unrelated to the complaint, investigation revealed a failure of the electrically erasable programmable read-only memory (eeprom). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.